Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-98285.

Event description:
The customer reported that he received no delivery alarms over the course of a week. The customer's blood glucose was 452 mg/dl and he treated with a manual injection. During troubleshooting, insulin did not exit the pump and it alarmed no delivery. The reservoir was removed from the insulin pump and an attempt was made to push insulin through the tubing with the plunger but the insulin did not exit the tubing. The customer changed the infusion set and was able to push insulin through during a fixed prime and the insulin pump alarmed no delivery. Nothing further was reported.